Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive to the user¿s finger, though another finger could wake the device, and blood glucose was not affected, consistent with a key or button unresponsive issue associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found despite the reported button unresponsiveness related to the switch. It was concluded, based on previously established findings for similar reports, that the cause was traced to user interaction.